Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: competitor implantable pacing lead, implanted: (B)(6) 2013, competitor implantable pacing lead, implanted: (B)(6) 2013. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned, analyzed and no anomalies were found.

Event description:
An implantable pulse generator (ipg) system was returned from a medical examiner with no information. Information identified in the paperwork indicated the patient died approximately 3.5 months post implant of the ipg system. A cause of death was requested and not received.